Event description:
It was reported that during a case in 2007, the ventilator failed. The message "ventilator failure only manual ventilation available" was displayed on the screen. The user reported that the device did not alarm acoustically. The case was completed with manual ventilation. No patient injury reported.

Manufacturer narrative:
Investigation is ongoing. Results will be reported in the follow up report.